Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was noted that on (B)(6) 2024, a 26mm amplatzer septal occluder was selected for implant using a 12f non-abbott sheath. During the implant procedure, while the device was being deployed, it was presenting in a cobra deformation. The physician decided to retrieve back the device. There was no interaction with cardiac structures during deployment or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no delay. There were no adverse consequences and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2024, a 26mm amplatzer septal occluder was selected for implant using a 12f non-abbott sheath. During the implant procedure, while the device was being deployed, it was presenting in a cobra deformation. The physician decided to retrieve back the device. There was no interaction with cardiac structures during deployment or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no delay. There were no adverse consequences and the patient is stable.